Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height matrix drawer was failed. A field service engineer (fse) reseated cables cleaned sensors and rails. Inspected the solenoid and latch assembly. Performed hardware test application (hta) diagnostics to verify functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es, full height matrix drawer was failed. There were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction: section h imdrf annex codes.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es, full height matrix drawer was failed. There were no delay to patient care and adverse events or injuries reported based on this incident.